Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
No reported malfunction from the customer, no patient involvement and no surgical delay. The failure was detected during electrical safety test at the service center

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. Defects identified during evaluation and repair activities taken to resolve the issues are given below: - pressure mechanism irreparable; replaced, - physical damaged enclosure-bezel replaced, - color coding for tube set replaced, - damaged connector replaced, - insertion lever defective; replaced, - defective pump roller replaced, - valve irreparable; replaced, - cover irreparable; replaced, - electrical defective front panel replaced, - air-connector replaced, - internal pneumatic system repaired, - the tube holders are rusty, - pinch valve failure, - pneumatic circuit checked, - defective material exchanged, - mechanical upgrade performed. The device was cleaned, calibrated newly, tested and found to be fully functional. Fluid contact with the tube holders might have caused corrosion over there. User mishandling and/or lack of maintenance can be the most probable root causes of the damages observed. With the available information, we cannot determine the root cause of the other identified failures. The defective components would have caused the device not to function as intended. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 04/25/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.